Event description:
It was reported that when using the bd pyxis¿ medbank tower, customer reached out and mentioned med order was not crossing over to myql. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was receiving patients and medication orders through the integration as expected after guidance. A technical support specialist (tss) guided the customer on how to issue medication using the override method. Since patients and medication orders were confirmed to be flowing correctly through the integration and no missing orders were found for the requested patient, the tss verified with the customer that the integration was functioning as expected, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.